Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred after customer was outside and pump was warm to the touch. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.